Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was foam/fluid coming from the bottom of the device towards the end of a long bypass. The customer noted that they had to increase the fraction of inspired oxygen (fio2) and the partial pressure of carbon dioxide (pc02) was high around the time of the leak being noticed. The customer struggled with removing the carbon dioxide. The customer went to 75-78% of fio2 and sweep was increased around the time of the event when the foam/leak event was observed. The customer stated that the patient lost approximately 50-100mls of fluid. The surgical procedure was an aortic dissection and the customer previously had a coronary artery bypass graft case involving a circulatory arrest and cooling to 24 degrees celsius. The bypass time was 350 minutes. The x-clamp time was 148 minutes. The circuit arrest time was 31 minutes. The priming used was 1000ml of hartmans, 10k of heparin and 500ml of ringers solution. The bypass began at 21:08p.m. The patient was started being cooled at 21:11p.m. The x-clamp was placed at 21:33p.m. The circuit arrest was off at 00:02a.m. The x-clamp was off at 00:02a.m. Reperfusion was at 00:02am. The customer was informed about leak in the oxygenator at 2:27am. The patient came off bypass at 02:59am. The customer stated that during the circuit arrest time the fusion purge line, sample manifold line and a cytosorn line were open. The customer flowed at approximately 2lpm to get cerebral perfusion of approximately 1.2lpm to the patient. Around the time of the event, the pc02 level was relatively high, the fio2 was turned up and the sweep gas was also increased. The customer's normal pc02 was 5-6kpa. The device was used to complete the procedure as it was still performing. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the external packaging. No transfusion was required as a result of the leak (only minimal fluid loss).

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.